Event description:
It was reported to the manufacturer on (B)(6) 2023 that a patient from a retrospective clinical study experienced infection, tenderness, swelling, and hematoma requiring I&d and implant removal at 12 months.